Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00207. On (B)(6) 2006, a perigee device was implanted to treat "pelvic organ prolapse" and is now reported to have caused "extreme pain, erosion of her internal bodily tissue, dyspareunia, and permanent injuries."